Event description:
(B)(4). Upon removal after epidural anaesthesia the hub of a special sprotte needle went off. The needle tube had to be removed using forceps. The pt is doing well. The intervention did not significantly affect regular procedure.

Manufacturer narrative:
The event took place in (B)(6). The needle subject to this report is marketed in the USA under a different, limited indication (USA: spinal only; worldwide: spinal and epidural). The needle is part of an epidural kit which is not marketed in the united states. This report is sent in to FDA because several similar cannulas are marketed in the united states. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Due to analysis pajunk considers this file as closed.